Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cardiere forceps had a frayed cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that there was no issues related to the motion on the instrument, either of the grips, either on the yaw motion and no issues on the wrist; there was no material missing or detached from the instrument, customer stated that this happened wile the tech was switching out other robot arms and the surgeon happen to notice the defective arm in the camera view while they were at a brief pause while tech switched arms; also customer confirmed that there was no patient injury due to the broken instrument, the issue was solved by removing the instrument broken and replacing with a new backup instrument, there was no images or videos available for isi review, and the instrument its available for return to isi evaluation.